Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Diagnostic testing showed high impedances on the patient's l5 lead. Surgical intervention was undertaken on (B)(6) 2017 wherein the physician noted that the lead was fractured. As a result, the lead was replaced. Effective therapy was restored post operatively.